Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that during the implant attempt, the atrial lead could not be secured within the patient. A new lead was successfully implanted.